Event description:
Caller states he has received inaccurate glucose readings from 6 different freestyle light glucose monitors in the past 8 years. He reports this morning his glucose readings were 122 and 154 at the same time on two different freestyle light glucose monitors. Caller went to the doctor and was prescribed a new glucose monitor from johnson and johnson. Caller rechecked his glucose level with all three devices the two freestyle light glucose monitors read 138 and 156 while the new monitor read 266. Caller states he felt like he was going to pass out.